Manufacturer narrative:
The tech found that the brake casters had damaged. An investigation was performed and this issue was addressed under an engineering change. The tech replaced the foot left brake caster to resolve the issue. Based on this info, no further action is required. (B)(4).

Event description:
The tech reported the foot left brake sets but is not holding. The bed is located in the basement of the facility. There was no pt/user injury reported. (B)(4).